Event description:
A report was received stating an 840 ventilator experienced a device alert during patient use. The ventilator response to this event is unknown. The patient was removed from the ventilator and placed on an alternate device. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).